Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The case was aborted due to unknown reason. No information was provided about the patient's outcome. No more information is available at the moment. Additional information received. A new aus was successfully implanted on (B)(6) 2020.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The case was aborted due to unknown reason. No information was provided about the patient's outcome. No more information is available at the moment.